Manufacturer narrative:
(B)(6). Failure (event) observed during analysis. External insulation abrasion was noted at 7.7-8.7cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.3-11.5cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.3-5.6cm from the tip electrode. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.